Event description:
The account alleged the brakes were not locking. No patient impact.

Manufacturer narrative:
The technician found the brake pad was missing. The technician replaced the brake caster to resolve the issue.